Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, after some time, the patient developed "overgrown bone, experienced significant pain" and "other serious injuries".

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the patient passed away on (B)(6) 2014. On (B)(6) 2009, the decedent underwent spine fusion surgery on the lumbar region at levels l3-l4 using rhbmp-2/acs which was placed in the intervertebral disc space outside a cage in a transforaminal approach. Post-op, the decedent had progressively worsening pain in his lower pack with associated pain and radiculopathy in his lower extremities. The decedent continued to experience severe and chronic pain in his low back that caused him to suffer from depression. Reportedly, the patient experienced uncontrolled bone growth which encapsulated his nerve roots, resulting in excruciating and debilitating pain and derivative depression which were allegedly contributing substantial factors in his death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: patient presented with degenerative lumbar disk, l4-s1 with lumbar spinal stenosis at l3-4, limbar spondylosis throughout l3-4, l4-5 and l5-s1 and underwent l3-4 fusion with laminectomy with medial facetectomies and foraminotomies at l3-4, posterior spinal fusion l3-4. Transforaminal lumbar interbody fusion l3-4, cage placement l3-4, local bone graft. Perop notes: 2 bmp sponges were placed into the interbody space followed by local bone graft from the spinous process of l5, l4 and the facetectomy on the left hand side at l3-4. Spine wave cage was placed into the l3-4 level. On (B)(6) 2009: patient underwent CT angio of the chest. Impression: no evidence of pulmonary embolic disease, patchy dependent consolidation questionably related to atelectasis. On (B)(6) 2009: patient underwent three views of the lumbar spine. Impression: there are very punctate densities that project over the l5 vertebral on the left near the pedicle. These are nonspecific. On (B)(6) 2009: patient underwent lumbar spine 2 views x-rays. Impression: posterior spinal fusion is noted at l3 and l4 levels. There is mild multilevel osteoarthritic changes. Alignment is with in normal limits. No significant change when compared to a prior study. On (B)(6) 2010: patient underwent lumbar spine 3 views. Impression: loss of the normal lumbar lordotic curve which may reflect muscular spasm in the lower back. Posterior fusion l3-4, discogenic disease l3-4 and l4-5, post surgical changes from l3- l5. Mild degenerative changes. Atherosclerosis. On (B)(6) 2010: patient underwent x-ray of ankle 2 views right. Impression: there is spiral of the distal tibia without intra-articular extension. Mild displacement is present. A mildly displaced oblique. On (B)(6) 2010: patient presented with following impression: right ankle pain, atrial flutter with 2-1 av block with a ventricular rate of 200 beats per minute. Near syncope associated with a fall, resulting in right tibial- fibula fracture, hypertension, history of paroxysmal atrial fibrillation. On (B)(6) 2010: patient presented with syncope, history of dizziness and presyncope. Patient underwent intramedullary mail fixation of right tibia shaft fracture, open reduction and internal fixation of right distal fibula fracture. Implants were used. On (B)(6) 2010: patient underwent x-ray of chest 2 views. Impression: normal chest. On (B)(6) 2010: patient presented with chest pain, shortness of breath, palpitations. On (B)(6) 2010: patient underwent x-ray of right shoulder complete. Impression: the alignment is normal. Probable hill-sachs deformity and possible bankart fracture. Anterior dislocation. Acromioclavicular joint widening. On (B)(6) 2010: patient presented with chief complaint of chest pain and elevated heart rate. Patient underwent two views of chest x-ray. Impression: no pneumothorax, no airspace infiltrate, the mediastinal contour is normal; there is previous resection of the distal end of the right. Patient underwent right shoulder three views x-rays. Impression: suture anchor in the proximal humeral diaphysis likely from biceps tenodesis. There are two suture anchors in the humeral head. There is previous resection of the distal end of the clavicle. On (B)(6) 2011: patient presented with left sided back pain and left leg pain. On (B)(6)2010: patient underwent MRI of the right shoulder. Impression: there are findings that are most consistent with a large recurring full thickness tear of a severe degree involving the supraspinatus tendon, the superior fibers of the subscapularis tendon and the anterior fibres of the infraspinatus tendon. Cephalad migration of the humeral head is noted in relationship to the rotator cuff tear. There is minimal muscular atrophy and the bulk of the rotator cuff muscle is relatively stable. On (B)(6) 2011: patient underwent right shoulder 2 or more views. Impression: no acute findings seen. On (B)(6) 2011: patient underwent four views of lumbosacral spine, ap and lateral with extension flexion laterals. Impression: marked degenerative and hypertrophic changes of lower lumbar spine with postoperative findings and degenerative disc disease. Spinal stenosis from facet arthropathy is likely. On (B)(6) 2012: patient underwent shoulder 2 or more views. Impression: stable appearance of the shoulder joint. Patient underwent lumbar spine complete 4 or more views. Impression: stable appearance of dorsal l3-4 fusion. Mild progression of degenerative discovertebral changes at l2-3. On (B)(6) 2012: patient underwent lumbar spine 3 views. Impression: no acute changes identified. On (B)(6) 2013: patient presented for office visit follow up. On (B)(6) 2013: patient underwent right hand three views. Impression: fractures at proximal end of first metacarpal and at base of fifth distal phalanx. No other definite acute abnormalities degenerative joint disease noted. Subtle chondrocalcinosis at lunate triquetral joint noted. On (B)(6) 2013: patient presented with shortness of breath. Patient presented with following admission diagnoses: possible chronic obstructive pulmonary disease exacerbation, bradycardia, right forearm pain, neutrophilia.

Event description:
It was reported that on: (B)(6) 2012: patient underwent CT of head without contrast. Impression: no acute intracranial finding. Possible posttraumatic changes of the left globe. Correlate clinically. On (B)(6) 2013: patient underwent x-ray of right humerus. Impression: there is a spiral, displaced and slightly distracted fracture of the mid humeral shaft. Elbow and shoulder joints are aligned. The adjacent rib cage appears unremarkable. On (B)(6) 2014: patient underwent CT of the chest, abdomen and pelvis with contrast. Impression: there is a right intertrochanteric femoral fracture. There is no other sign of acute injury. There is no injury seen in the chest, abdomen, or pelvis. There is mild fatty infiltration of the liver. Patient also underwent CT of the head and cervical spine without contrast. Impression: no acute intracranial hemorrhage or mass effect. No cervical spine fracture or traumatic dislocation. Patient also underwent x-ray of hip. Findings: the femoral head remains normally located. There is an intertrochanteric fracture. There is associated soft tissue swelling. On (B)(6) 2014: patient underwent x-ray of chest. Impression: there is no local pneumonia. There is no effusion. There is no pneumothorax. The heart size is normal. The mediastinal contour is normal. There is an old right humerus plate and screw fixation.

Event description:
It was reported that on, (B)(6) 2010: patient underwent x-ray of ankle 2 views right. Impression: there is spiral of the distal tibia without intra-articular extension. Mild displacement is present. A mildly displaced oblique. Patient underwent x-ray of chest. Findings: no focal parenchymal consolidation, effusion or mass is identified. The cardiac and mediastinal silhouettes are within normal limits. Post operative changes of the right shoulder are again identified. Patient underwent x-ray of knee. Findings: two views of the right knee demonstrate no discrete fracture. There is overlying splinting material limiting visualization of fine bony detail. It¿s difficult to evaluate for possible effusion on this examination. However normal alignment is noted. Please consider repeat imaging without overlying splinting material for further evaluation as clinically indicated. On (B)(6) 2010, patient underwent intraoperative fluoroscopy. Impression: intraoperative fluoroscopy. Patient underwent ultrasound of left lower extremity venous duplex. Impression: no evidence of deep venous thrombosis in the left lower extremity. On (B)(6) 2011, patient underwent x-ray of lumbosacral spine. Impression: marked degenerative and hypertrophic changes of lower lumbar spine with postoperative findings and degenerative disc disease. Spinal stenosis from facet arthropathy is likely. Question of small distal abdominal aortic aneurysm. On (B)(6) 2010: patient underwent x-ray of chest 2 views. Impression: normal chest. Patient underwent x-ray of right ankle due to pain. Findings: three views of the right ankle demonstrate fractures of the distal tibia and fibula have been internally reduced in acceptable alignment. No acute fracture or subluxation is seen. No acute abnormalities are evident. Patient underwent ultrasound right lower extremity venous duplex. Impression: no evidence of deep vein thrombosis in the right lower extremity. On (B)(6) 2010: patient presented with chest pain, shortness of breath, palpitations. Patient underwent x-ray of chest. Findings: the heart and vascularity are within normal size limits. The lungs are well inflated and clear. There is no effusion or pneumothorax. Right sided rotator cuff repair and distal clavicular resection is again noted. On (B)(6) 2011: patient underwent MRI of lumbar spine w/o contrast. Impression: new l3-4 posterior lateral fusion with some degenerative disc changes noted. No obvious spinal stenosis, but much of the central neural canal in the left is obscured at l4-5. No obvious nerve root impingement. On (B)(6) 2011, patient underwent ultrasound of aorta/renal/nodes. Findings and impression: abdominal aorta measures 2.3cm proximally and 1.4cm distally. Between this, there is a slightly prominent area of the aora measuring up to 1.8cm. The iliac arteries measure 9mm. On (B)(6) 2013: patient underwent x-ray of chest. Findings: there is mild vascular prominence in the lower lobes. There is no airspace infiltrate. There is no effusion. There is no pneumothorax. The heart size is normal. The mediastinal contour is normal. There is an old resection of the distal right clavicle. Patient underwent x-ray of right forearm. Impression: there is a radial splint that partially obscures bony detail. There is a healed mid diaphysis fracture of the ulna. There is no acute forearm fracture seen. There is partial visualization of what is likely a displaced fracture through the base of the first metacarpal. This would be better imaged with dedicated hand/wrist films. On (B)(6) 2013, patient underwent x-ray of right hand two views and right wrist two views. Impression: these are limited to two views exam of the wrist and hand without obliques. There is radial splint along the distal forearm and hand with a splint at the small finger. There is a transverse fracture through the base of first metacarpal. The distal shaft is displaced radial and proximal to the proximal fragment. There is no other acute metacarpal or carpal bone fracture. There is an old healed fifth metacarpal fracture. There is a carpal boss (os styloidium). There is splint at the small finger. There is an old healed incompletely united fracture at the dorsal base of the distal phalanx. The distal phalanx is slightly volar relative to the proximal phalanx. There is diffuse osteoarthritis in the distal interphalangeal joints. On (B)(6) 2013, patient underwent x-ray of chest. Comparison: on (B)(6) 2013, patient underwent CT of abdomen and pelvis with contrast. Impression: there are bilateral rib fractures. There is no associated pneumothorax or hemothorax; there is no sign of acute injury within the abdomen and pelvis; there is no fracture seen in the thoracic lumbar spine. There is previous lumbar surgery. Patient underwent x-ray of chest. Findings: heart size is upper normal limits. Mild generalized patchy interstitial prominence. Fibrosis likely contributes. The azygos is mildly prominent. Volume overload may contribute. No focal consolidation. No gross pheumothorax or hemothorax. Over-projecting backboard artifact. Patient underwent x-ray of right forearm. Impression: there is an old healed midshaft ulna fracture. There are no acute fractures identified. Patient underwent x-ray of bilateral knees two views each. Impression: right knee: the alignment is normal. There is no fracture. Joint spaces are preserved. There are tiny marginal osteophytes. There is an antegrade rod in the tibia. There is no joint effusion. Left knee: the alignment is normal. There is no fracture. Joint spaces are preserved. There is no joint effusion. There is mild prepatellar soft tissue swelling. There is mild enthesopathy at the quadriceps insertion on the patella. Patient underwent x-ray of left shoulder three views, left forearm two views. Impression: left shoulder: the glenohumeral alignment is normal. There is mild acromioclavicular joint degenerative joint disease with small adjacent ossicles. A non-displaced distal clavicle fracture is possible. There is otherwise no fracture seen. Left forearm: the alignment is normal. There is no fracture. The distal radius and ulna are imaged in lateral projection on both images and therefore not fully evaluated. If there is focal pain in the distal radius or ulna, wrist radiographs are recommended. Patient underwent x-ray of right hand complete. Impression: there is deformity at the base of the first metacarpal related to an old fracture. There is visible lucency along the old fracture line. However, there is bridging bone present. There are no new fractures identified. There is osteoarthritis throughout the distal interphalangeal joints. This is most severe at the small finger. Patient underwent x-ray of pelvis one view due to trauma. Impression: there is backboard partially obscuring t he right hemipelvis. Alignment of the hips is normal. There is no pelvic fracture seen. There is mild pubic symphysis degenerative joint disease. On (B)(6) 2013, patient underwent x-ray of chest. Impression: there is bilateral lower lobe atelectasis. There is no airspace infiltrate. There is no effusion. There is no pneumothorax. Heart size is upper limits of normal. The mediastinal contour is normal. The multiple rib fractures are less well visualized then on the CT.